Event description:
Per cust. Service rep's documentation: customer was obtaining an unknown message on surestep meter. Customer was unable to test for 6 days and was exhibiting symptoms of hypoglycemia. Reportedly called 911, but there was no treatment. Meter was replaced.